Event description:
It was reported that cadd reservoir cassette is alarming no disposable, pump won't run. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 26-may-2022 via email and attached to complaint object: serial number updated, there is no injury to the patient to be reported, the device was sent to smiths medical. H6: event problem and evaluation codes: updated